Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, only the connector portion of the lead was returned in one piece. Visual inspection found three external insulation abrasions which breached the optim sheath, right ventricular, and superior cava vena distal to the connector boot consistent with friction to device can. The lead insulation was undamaged underneath the optim sheath abrasion zone and the etfe cable coating was found intact at the right ventricular and superior cava vena abrasion zones. Electrical tests did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.